Manufacturer narrative:
During further investigation, a tandems clinical diabetes specialists was told the infusion site is "upside down." No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
Patient was admitted to emergency room due to high bg's and dka.